Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-02252. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, upon review the right ventricular lead exhibited increased high voltage lead impedance. Programming changes were performed. The patient was stable throughout. Further information was requested, but not yet available.